Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  The reported condition was verified. A review of the event history log identified multiple downstream occlusion alarms, however, the log cannot be used to distinguish true, and false alarms. Evaluation could not reproduce the reported problem. No component could be determined for causality and therefore, no correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a low pressure error which was reaching 6.1-6.6 psi(per square inch). There was no known patient injury, or medical intervention associated with this event. No additional information is available.